Event description:
Ce - znextra - dnr - is this complaint part of a mitek sponsored clinical study? No devise stopped working during procedure with a blocked cassette inside. Contact details: contact title: mr (B)(6) complaint details date incident occurred: (B)(6) 2015 type of procedure/intervention: when did the incident occur: before, during, after the procedure? During procedure was the device used on the patient? Yes. Consequences: was the procedure interrupted? Yes. Was an alternative technique used? Yes, open surgery was the patient&apos;s condition adversely affected? If yes, indicate: re-operation, infection/ reaction, or procedure extended (time in minutes?): how is doing the patient? Patient is fine. Is the product available, if not why? Yes, will be sent to repair. Closure statement: data collected and documentation indicates that an exchange of nextra pump for a new or refurbished nextra pump via the equipment exchange process or repair by replacement is expected to resolve this concern or customer has agreed to call back. [Classification] 406;0; what module was involved?; znextra;; 407;0; what was the issue with the module?; dnr;; 426;0; call type selection:;ce;; 1111;0; what is the serial number of the device?; (B)(4);; [phs evaluation] 1112;0; was there a report of patient injury?; no;; 1113;0; did a portion of a device break and fall inside the body?;no;; 1114;0; was a surgery delayed longer than 30 minutes due to the possible malfunction of a depuy mitek product during a procedure?; no;; classification=znextra;dnr; ce.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The initial MDR submitted on march 2, 2015 was filed in error as this product has never been marketed or sold in the united states. This follow-up serves as a correction to the previous submission.

Event description:
Ce - znextra - dnr - is this complaint part of a mitek sponsored clinical study? No. Device stopped working during procedure with a blocked cassette inside. Contact details: contact title: mr (B)(6). Complaint details date incident occurred: (B)(6) 2015 type of procedure/intervention: when did the incident occur: before, during, after the procedure? During procedure was the device used on the patient? Yes. Consequences: was the procedure interrupted? Yes. Was an alternative technique used? Yes, open surgery was the patient' condition adversely affected? If yes, indicate: re-operation, infection/ reaction, or procedure extended (time in minutes?): how is doing the patient? Patient is fine is the product available, if not why? Yes, will be sent to repair closure statement: data collected and documentation indicates that an exchange of nextra pump for a new or refurbished nextra pump via the equipment exchange process or repair by replacement is expected to resolve this concern or customer has agreed to call back. [Classification] 406;0;what module was involved?;znextra;; 407;0;what was the issue with the module?;dnr;; 426;0;call type selection:;ce;; 1111;0;what is the serial number of the device?;0937p0200g;; [phs evaluation] 1112;0;was there a report of patient injury?;no;; 1113;0;did a portion of a device break and fall inside the body?;no;; 1114;0;was a surgery delayed longer than 30 minutes due to the possible malfunction of a depuy mitek product during a procedure?;no;; classification=znextra;dnr;ce